Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. No product or data was provided for evaluation. The sensor was inserted into the thigh, which is off label usage of the device, on (B)(6) 2025.the allegation and a probable cause could not be determined. No injury or medical intervention was reported.